Event description:
It was reported that a patient presented with insulation damage and twisted insulation noted on the patient's right ventricular lead and right atrial lead noted after the pocket was opened. The leads were capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Event description:
New information received notes that lead noise was noted on the leads. It was noted prior to the procedure.